Event description:
It was reported that a high number of sensing integrity counter (sic) was observed with the right ventricular (rv) lead. In addition, an x-ray was performed and the patient's device was found to have migrated down towards their left breast, and was rubbing against the under wire of their bra. The clinician stated that upon viewing the x-ray, it appeared that the lead was "fraying apart". The patient was transferred to another medical facility. The rv lead and implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.